Event description:
After use, the stent was confirmed flared at the proximal end and deformed at the distal end. The male patient's age was unk. The target lesion was the proximal left anterior descending branch (prox lad). The vessel was heavily calcified and slightly tortuous. There was 99% stenosis. The femoral approach was chosen for the procedure. Pre-dilation with a semi-conplaint balloon (guidant: voyager 2.0/15mm) was conducted at the target lesion. A cypher (2.5/18mm) would not cross the target lesion. Therefore physician decided to retrieve the cypher through the guiding catheter (heartrail 6f jl4sh) and eventually removed the cypher with the guiding catheter. It was unk if there was friction during removal. After the removal of the unit, physician confirmed the stent to be flared at the proximal end and to be deformed at the distal end (details unk). A different cypher (2.5/23mm) was delivered through a new guiding catheter (radiguide 6f bl3.5sh) and deployed at the target lesion. The procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
This product, noted in d4, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product is available, but has not been received as to the initial report (which has been indicated in h3 as "other"). Additional information will be submited within 30 days of receipt.